Event description:
It was reported that a piece of the sheath peeled off the catheter. A 7-110-2.5-7-4 qdk2 blazer® ii htd was selected and advanced to treat the lesion. During the procedure, it was noted that a piece of the catheter sheath peeled off the device, possibly during interaction with the introducer sheath, outside the patient. The procedure was completed with a different device. There were no reported patient complications and the patient's status is fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).